Manufacturer narrative:
Additional information d9, g3, g6, h2, h3, h6. One 8f fast-cath introducer sheath was received for evaluation. Functional testing did not confirm a fluid leak, however, an air leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak remains unknown.

Event description:
During atrial fibrillation ablation procedure, a blood leak was noted. The sheath was replaced with the same model device to complete the procedure. There were no adverse consequences to the patient.